Event description:
It was reported that patient experienced ineffective therapy and patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein patients' system was explanted to address the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.